Event description:
It was reported that the ilet housing was split into two pieces, and a replacement was arranged with instructions to shut down the device, return it with a provided label, and complete a standard startup on the replacement. Symptoms included no reported alerts or clinical effects. Outcomes included continued therapy using backup methods and the ability to maintain cgm monitoring via the dexcom app or receiver. Investigation included customer interview and device replacement logistics. Investigation of this case revealed a broken or cracked external enclosure consistent with physical damage. It was concluded that the reported device damage required replacement, and data would not transfer to the replacement unit.